Event description:
The patient underwent a full replacement. The generator and lead were discarded.

Event description:
It was reported that the patient is scheduled for a full revision due to high impedance. The physician believes there is a break in the lead. No known surgery has occurred to date. No additional relevant information has been received to date.